Event description:
Rptr indicated a vns pt's generator had migrated in the chest and that replacement surgery was planned as an intervention. The rptr feels a retaining suture has broken and caused the generator to migrate. No trauma was reported. Vns replacement surgery is planned but a surgery date has not been set. Attempts for further info are in progress.